Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings, battery out limit and low battery alert. The customer's blood glucose reading was 600 mg/dl. The customer treated with humalog insulin pens. The customer had symptoms such as nausea. The customer reported the drive support cap to appear normal. The customer received low battery alert, changed the battery and received battery out limit. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.